Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and causing it to shut down. The damage led to elevated blood glucose level displayed as "high"; the customer managed the high blood glucose by administering a correction injection using an alternate insulin delivery method. The customer reverted to an alternate method in insulin therapy.